Event description:
A gore propaten vascular graft used for a-v access, was implanted in 2007. Approx five months later, the graft was removed because of a pseudoaneurysm. The explanted graft was not returned to gore.